Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose levels up to 500 mg/dl since beginning to use the infusion sets in (B)(6) 2011. Pt stated, he took correction via syringe. Pt reported the infusion set sometimes leaked between the infusion set soft cannula and the infusion tubing. Pt stated on (B)(6) 2011, his blood glucose level was 160 mg/dl at 06:30 am; he ate and then administered 3.0 units of insulin via the infusion device. Pt stated at 9:00 am, his blood glucose level was over 200 mg/dl, and he took correction of 3.0 units of insulin via the infusion device. Pt reported at 12:00 pm, his blood glucose was 274 mg/dl, he felt very sick, and had 2+ ketones. Pt stated he called his diabetes specialist on (B)(6) 2011; treatment received was not provided. Pt reported his blood glucose level is currently 270 mg/dl. No further info is available. Requested return of the alleged infusion set for eval.